Manufacturer narrative:
(B)(4).

Event description:
The customer reported that when the ventilator alarmed, the facility remote alarm system did not activate. The ventilator was in use on a patient and there was no patient harm reported. As the device is out of warranty, the customer contacted manufacturers product support engineer (pse) for troubleshooting assistance in testing the remote alarm. The customer reported the ventilator is still in use so he is unable to test the ventilator completely. He reported he will call back if further assistance or repair is needed when the ventilator becomes available for further testing.